Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The previous repair record for intellicart system serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair record review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using crm to query for serial number (B)(4), the device was noted to have been previously repaired 2 times, the previous repair being for the display not responding to touch and not reading fluid levels properly on 27 december 2018. The display is not associated with the current repair. Thus, this repair was a non-related issue. On (B)(6) 2019, it was reported from (B)(6) that the unit smells hot, the vacuum pump was not working and the carbon filter needed to be replaced. On 26 march 2019, a zimmer biomet certified service repair technician was contacted about the cart and dispatched to be at the site. On (B)(4) 2019, the technician arrived at the site and found that the ge carbon filter had failed. The technician replaced the ge carbon filter with a buffalo carbon filter and then verified that the unit was functioning as intended. The technician then returned the unit to service without further incident. The device was tested, inspected, and repaired. Service work order (B)(4) on (B)(4) 2019. A supplier corrective action is associated with the carbon filters showing repetitive issues with retention of the carbon particles. These particles can clog the vacuum pump which in turn disrupt the air flow through the vacuum pump, preventing the component from creating the pressure gradient needed to generate suction. The unit will then overwork the carbon filter, causing it to overhead and produce a hot smell. From the information available, the root cause of the unit smelling hot was due to a bad carbon filter. The hot smell was confirmed during inspection of the device and the device was noted to be functioning as intended after the carbon filter was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the unit smells hot, the vacuum pump was not working and the carbon filter needed to be replaced. The event timing was during cleaning. No adverse events have been reported as a result of this malfunction.